Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 'space' was formed between the spike of an unspecified quantity of clearlink system non-dehp secondary medication sets and non-baxter solution bag ports; there was no solution spillage. This was observed during use of the sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual devices were not available; however, two (02) photographs of sample(s) were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; however, a gap was identified between the spike and bag in a photo. The reported condition was verified. The cause of gap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.